Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the inner wall of the hose inside the equipment peeling off as fine fragments and appeared as black debris.

Manufacturer narrative:
Olympus dispatched a field service engineer (fse) to evaluate and service the device. The equipment was repaired and verified per the original equipment manufacturer's instructions. The disinfectant hose was found broken down and was the cause of the black debris in the basin. The debris did not go back into the solution. The hose and chemical solution were replaced. The equipment passed the necessary tests following the repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported there was black debris in the basin of an endoscope reprocessor during reprocessing. The customer reported no sensors went off. There was no leaking associated with the event. The customer reported scopes were being reprocessed when the problem was observed. The scopes were moved to another endoscope reprocessor for reprocessing. The customer further reported the equipment is inspected for damage prior to use and the minimum effective concentration is checked every load. The customer confirmed there were no patient infections or scopes with positive cultures associated with this event.